Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient had an episode the day before the call where their stomach became very distended and they could not void. The patient¿s ankles were swollen. The patient almost went to the emergency room but then were able to void. The patient was advised to contact their healthcare provider. It was noted that the trial began on (B)(6) 2019. No further complications were reported.

Event description:
Additional information received from the patient. The patient stated that when she voided she was unable to empty and had to void right away after that again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.